Event description:
It was reported that following a tka, the pin broke during removal. The surgeon thought that the pin may have been bent during insertion. He reported that when the pin entered the near cortex, it was fine but once it entered the far cortex, the pin made a cork-screw motion which seemed abnormal. It was reported that the keel punch may have caused the pin to break. A fragment of the pin remains in the pt's tibia and the surgeon does not plan on removing it.

Manufacturer narrative:
The device was not returned for eval. It was reported that the pin had been reused at least 25 times which is contrary to the labeling. The pin is made of bioline 1rk91 which is an instrument grade steel.